Manufacturer narrative:
Steris received user facility medwatch (B)(4) from (B)(6) notifying steris of an event that occurred at (B)(6) hospital concerning a steris stretcher base that had been installed on an (B)(6) table top in 2002. The report stated that as a patient was being transferred to the stretcher from the bed, the brakes reportedly released and the patient fell to the floor. (B)(6) hospital personnel reported there was no injury to the patient. This is not a steris finished medical device. (B)(6) modified the stretcher base and used the device for an off-label use.

Event description:
(B)(4).